Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On day prior to the receipt of this report, the patient was diagnosed with peritonitis. One day after diagnosis, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection (50 milligrams, frequency not reported) and amikacin injection (dose and frequency not reported). On an unreported date, the peritonitis was reported to be resolving and the patient was recovering. No additional information is available at this time. This is report 2 of 3 involved in this event.